Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during a laparoscopic cholecystectomy the endoscopic image became foggy and real time images could not be obtained temporarily, the physician had punctured the patient's common bile duct. The user facility replaced the subject device to another device and completed the intended procedure. The patient is fine and under medical supervision.